Event description:
(Drug/diluent: ropivacaine 0.2% + clonidine 80mcg). (Fill/volume: 400 and flow rate: 4). (Procedure: unknown and cathplace: unknown). Fast flow. Pump infused in 80 hours, though it was supposed to infuse in 100 hours. Pump was placed on patient and then pulled off. Patient was in terrible pain for 12 hours and the catheter failed because nothing was going into it. That led to a general anesthetic and replacement of the catheter at a patient cost of about $5-10,000 and risk exposure. Reservoir was empty of medication when rep looked at it. Hospital will not part with pumps until a meeting is held with clinical. Date of event: (B)(6) 2011. Per dfu: labeled fill volume: 400ml. Maximum fill volume: 550ml. The infusion delivery time is 100 hours when filled to the labeled volume and flow rate. Deliver accuracy: when filled to the labeled volume, flow accuracy is +/- 20% of labeled rates when infusion is started 0-8 hours after fill and delivering normal saline as the diluent at 22c/72f.

Manufacturer narrative:
A review of the device history records (DHR) was conducted for the lot number and incident reported. The device passed all manufacturing specifications prior to release. The product was evaluated at the stanford facility by I-flow and hospital personnel. The pump was weighed and evaluated for flow rate. Relative incremental fluid flow rate for the pump flow controller (select-a-flow, saf) was evaluated using two different testing methods. One method tested flow rates at each setting on the device. The second method tested 4 settings (2, 4, 8, and 14ml/hr). Both test methods confirmed that the saf controller was working as designed. Additionally, a flow rate accuracy test, similar to the flow rate testing I-flow conducts for lot release, was completed for the pump at a fill volume of 400ml and with the flow rate set at 4ml/hr, as reported in the complaint. The results from this multi-day test confirmed that no fast flow condition was present. The complaint of a fast flow was not confirmed.